Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the balloon does not inflate. There was no report of pieces falling into the cavity or impacting the patient. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.